Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure an outer insulation breach on the patient's right ventricular lead was observed. The lead was capped and replaced on (B)(6) 2019. The patient's condition was noted to be stable pre-, during, and post-procedure.